Event description:
Diabetes educator reported hospitalization due to high blood glucose. Caller stated that this is the customer's second hospitalization. Customer stated that the infusion set did penetrate the skin. The blood glucose reading at the time of the event was 1175 mg/dl. Customer had a cough. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.